Event description:
Reportedly, according to the customer, the balloon detached when inflating. This has happened four times (with four different catheters), the reported complaint and sample is from the last incident, which is only one saved. A new report will be initiated for the other three events.

Manufacturer narrative:
Device not returned.